Event description:
It was reported that the device did not recognize when the cassette was locked. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the lens scratched severely. The event history log confirmed the reported event; when cassette was being locked physically, ¿medium alarm displayed: cannot start pump¿ messaged occurred. Functional testing was able to replicate the reported issue; the device failed latch lock testing as the lock function was not working and the latch flex sensor was found degraded. The root cause was determined to be a degraded latch flex sensor. The latch flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involvement, and no harm/adverse event was reported.